Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bm013r-tc baby-crile-wood ndl hldr serr 150mm. According to the complaint description, it was reported that the tip of the needleholder is broken. They had to put the patient in x-ray to find the part which was broken off. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. The analysis of the fracture pattern showed a forced fracture due to overload. No pores, inclusions or foreign bodies could be found at the fracture site. Signs of corrosion can be found on the fracture pattern as well as on the proximal end of the tungsten carbide inlay. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event/malfunction is filed under aag reference (B)(4). .